Manufacturer narrative:
Novocure medical opinion is that the contribution of device use to the patient´s depression requiring medical intervention cannot be ruled out. Depression is a known complication of the underlying disease. A risk factor for psychiatric symptoms in this patient is concomitant levetiracetam (carries a warning for behavioral abnormalities including psychotic symptoms, suicidal ideation, irritability, and aggressive behavior). Depression is an expected event with optune gio device use (ef-11 2% and 12% ef-14 optune arm).

Event description:
A 47-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On march 14, 2025, novocure was informed that the patient had been experiencing an acute depressive episode for several weeks, leading to a temporary discontinuation of optune gio therapy from on (B)(6) 2025. On (B)(6) 2025, the patient provided further information indicating that he continued to experience depressive phases and was undergoing psychotherapeutic treatment to manage his condition. He also reported increasing difficulty with optune gio therapy contributing to mental strain, which had led to multiple interruptions in treatment. According to a report from the patient's healthcare professional dated on (B)(6) 2025, the patient's depressive symptoms were documented only once during an outpatient visit to the radiation oncology department on (B)(6) 2024. At that time, the patient exhibited psychological distress, including sleep disturbances, depressive adjustment disorder related to his glioblastoma diagnosis, and a lack of motivation. He received psycho-oncological support and was treated with unspecified medication. The physician did not provide a causality assessment of the events.